Event description:
Lasik was done back in 2000. Developed severe visual disturbances in left eye, did not get properly diagnosed until 2007. Besides the horrible dry-eye; I have post-lasik ectasia, one of the most feared complications of lasik. This complication also can take years to show up. And with eye doctors lack of knowledge on the subject I was misdiagnosed for years!! Because of lasik I am legally blind in my left eye. The only way to correct my vision in this eye is with hard contacts and then eventually will need a cornea transplant. This still will not correct the problem. Should not have to think about needing a cornea transplant at this age. Thank god my right eye was spared any permanent damage. It is horrible the way people are lead to believe that this is a harmless vision corrective measure. Doctors need to be more upfront with the serious risks that are involved. Seeing that it's not covered by insurance, I feel like it's just a money maker for these doctors. Yes there are some legit and honest doctors out there. However, there are quite a few that will do lasik on anyone who walks through their doors. Please help get better information out there to people in regard to lasik.